Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure, the patient had a target vessel reintervention (tvr). The target lesion was a 2.75x17mm, 99% stenosed, and severely tortuous lesion in the 1st obtuse marginal branch (om1). It was a bifurcated lesion with proximal left circumflex (prox lcx). The index procedure treated the lesion with predilation and placement of a taxus express2 2.75x20mm drug eluting stent. The device was used after its expiration date. Residual stenosis was 0%. Another 2.75x16mm taxus express2 stent was attempted to be deployed, but was never placed because a longer stent was needed to cover the lesion. The patient was discharged the next day on aspirin and plavix. The site coordinator mentioned that the patient had quadruple bypass surgery with the date unknown. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its spcifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.